Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 267.7 cm from the top of the connector to the break. The second piece measured approximately 47.5 cm from the break to the tip. Exposed glass portion of the tip measures approximately 3.5 mm and appears degraded. Examination under magnification confirmed that the pattern on the tip face is consistent with normal degradation. Fibers are consumable and meant to degrade. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on january 23, 2019 that an accutrac 200 laser fiber was used for a laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the fiber broke off inside the scope. Both parts of the fiber were retrieved. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used for a laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the fiber broke off inside the scope. Both parts of the fiber were retrieved. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event.